Event description:
The facility representative reported an infusion pump with depleted batteries. This issue reported to have occurred during bio-med testing. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
Evaluation summary: the customer reported issue was confirmed during service. Inspection of the device found that the main batteries were depleted with 12 battery discharges below alarm threshold and were therefore replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated. Service of the device was conducted on-site.